Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was received in a light tan 10% formalin solution in a specimen container, enclosed in a small bio hazard bag with the original product jar and box in two separate bio hazard bags, all placed in a large plastic bag. Solution appeared to have leaked in the bag. The valve is discolored showing evidence of blood contact. All leaflets were slightly stiff but flexible possibly due to the blood contact and/or decontamination process. The left and right cusps were intact. A tear through the tunica of the non-coronary cusp adjacent to the inflow margin of attachment appeared consistent with a puncture or laceration by a sharp instrument such as forceps. All commissures were intact. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the information provided and the analysis findings, it is concluded that the tear appeared consistent with a puncture or laceration by a sharp instrument such as forceps. (B)(4).

Manufacturer narrative:
Product analysis: the product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. Once the device history review is completed, it will be updated in the supplemental report. Conclusion: analysis and device history review are pending, a supplemental report will be submitted. (B)(6). (B)(4).

Event description:
Medtronic received information about this bioprosthetic valve, after the valve was sutured into place, the physician discovered that the valve leaflet had a hole in it. The physician noted that he is not sure if he nicked the valve during the implant. The physician immediately removed the valve and replaced it with another valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.